Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device. Reportedly, the suture came out with the device when the device was removed. The method of achieving hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated d4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.